Event description:
It was reported that during a prostate procedure the fiber cap detached. The procedure was completed using a second fiber. There was no harm to patient.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber was returned in 2 sections, the distal and the proximal sections; distal section: the distal section measures 3 cm from the fiber break to the fractured glass cap; the distal part of the glass cap is detached and not returned; the glass cap is fractured distal to glue zone at the bevel edge; the fiber is blackened and the heat shrink tube is melted; proximal section: the proximal section is the main part of the fiber from the connector to the fiber break; the fiber is blackened at the break; the heat shrink tube is melted at the break. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).